Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate therapy for supraventricular tachycardia (svt) and therapy was exhausted. The field representative has been contacted for additional information. No adverse patient effects were reported.

Event description:
Additional information was received that the discriminators were turned on in the ventricular tachycardia (vt) zone to avoid inappropriate shock in the future.